Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, a flat crease, brown particles inside the device. A leak test was performed and found an opening in the anterior. A microscopic analysis was performed which identified a sharp opening in the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on plug strap disk shell assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported "deflation" against left device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Additionally, healthcare professional capsular contracture baker grade iii was reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.